Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they had screen issue. The customer's father reported that the button were unresponsive. The customer's father reported that the screen was discolored and the pixels were not working in the middle of the screen. The customer's father reported that the screen was hard to read. The customer's blood glucose was 114 mg/dl at the time of incident. The customer's father was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with intermittent button response due to moisture on the keypad traces. No button error alarms were noted during testing. No unlocked keypad connector was noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked and bleeding lcd and cracked battery tube threads.